Event description:
A report was received that a patient underwent pocket revision surgery. The reason for the revision is not available at this time.

Manufacturer narrative:
The explanted devices will not be returned to MFR, as they were discarded by the medical facility.